Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) ranged from 300-600 mg/dl and ketone level was mild. Customer changed the pump supplies and administered an insulin injection to address bg. Pump system check with tandem technical support (cts) did not identify a cause of the occlusion. Customer reset pump with cts and the infusion set was changed out. Customer delivered a bolus to address a bg of 322 mg/dl. Customer resumed pump therapy.